Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she has been experiencing broken sensors issues. Pt usually proceeds to remove sensors out of her skin with her own fingers. Pt has reported the issue to her endocrinologist. At the time of her call to dexcom technical support, pt was feeling fine but was not wearing cgm anymore.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility insp that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.